Manufacturer narrative:
Analysis and conclusion: the review of the lot history record does not indicate any issues related to the manufacture of the parts and all devices are within specification. The analysis of the returned device demonstrates the device was bent over a very tight angle which caused the device to fracture. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged/trapped). The sem image demonstrates evidence of fracture behaviour which would be indicative of a wire being prolapsed to a point beyond the materials capability and then pulled beyond its tensile limits. See scanned pages.

Event description:
It was reported that, while implanting a lead, one third of the guide wire broke off, remaining in the pt. The physician attempted to retrieve the guidewire with a snare, but was unsuccessful. The pt was in a stable condition.